Manufacturer narrative:
The intraocular lens was not implanted. (B)(6). Device evaluation: the complaint unit was received in the original folding carton. The plunger was observed in the advanced position and the cartridge was correctly engaged into the lower body of the pcb00 device. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. Lack of lubricant residues was observed in the device. The lens was observed stuck at the cartridge tip. The pushrod protrudes the cartridge tube causing the cartridge crack and tip deformed. The reported issue was verified. However, the condition in which the sample was received is consistent with a product that was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens came out of the side. There was no patient involvement and/or user injury reported. The product was returned and the cartridge tip was observed to be deformed. No additional information was provided to abbott medical optics.